Event description:
The customer experienced issue with qc for creatinine plus ver 2 creatinine). As part of the investigation, the customer repeated patient samples originally tested on (B)(6) 2012 over a few days beginning (B)(6) 2012 on cobas c702 analyzer serial number (B)(4). Questionable creatinine results for 348 patient samples were discovered. Of the data provided, the results for 278 were discrepant. The initial results were reported outside the laboratory. The patients were not adversely affected. The creatinine reagent lot number was 667126. The expirations date was not provided. The field service representative ran performance testing.

Manufacturer narrative:
The investigation could not determine a specific root cause. The field service representative noted that the rinse lines were very dirty and clogged which indicated the fluidic system was not maintained according to guidelines. Further studies performed by the field service representative indicate the issue is resolved. No adverse event was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in the (B)(6). (B)(4).